Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. In addition, scratches were observed on the c-body.

Event description:
A user facility reported to olympus that the device leaked at the air/water adapter and the air/water adapter was found slightly bent.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause is attributable to user handling. As stated in the instructions for use, as a preventive measure: "caution: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."